Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble and noticed by customer during filling reservoir. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that they tried to push air bubble out and they could not push down on plunger so they could not use reservoir. The reservoir will be returned for analysis.